Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) during transportation, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the monitor board was removed and returned for evaluation. Evaluation of the monitor board did not duplicate the reported malfunction. Review of the device history log provided evidence of the customer's report with defib ID changes noted in the log. The monitor board was scrapped and the customer received a replacement. No trend is associated with reports of this type.